Event description:
During a follow-up conversation with the home pt's nurse regarding a system error 2240 that occurred in 07/04, the home pt's nurse stated that the home pt was currently on antibiotics for peritonitis. The home pt was originally diagnosed with peritonitis in 2004 and was treated with fortaz 1g, intraperitoneally (ip), once daily for 2 weeks and ancef 1g, ip once daily for 2 weeks. Reportedly the home pt then presented to the clinic in 06/04 with cloudy effluent and was diagnosed with a relapse of peritonitis at that time. The home pt was treated with vancomycin 1.5g, ip, once every three days for four weeks. The nurse reported no known origin of the original episode of peritonitis.